Manufacturer narrative:
The device is more than 10 years old and not under a service contract. The hospital was seeking dräger's assistance for an initial diagnosis. It could be determined that both internal battery and oxygen sensor were worn requiring replacement. Both items are consumable accessories to the device which have to be replaced in regular intervals. An end-of-life related malfunction of the o2 sensor affects monitoring functionalities only and triggers a dedicated alarm. By the other aspect of an overaged internal battery, the reported observation may be reconstructed as follows: the device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. In particular, the device software switches off the mains supply for 500ms to measure the trends for voltage and current in battery operation. With an outdated or depleted battery, the voltage drop may that significant within this short period that running sw processes become interrupted. This will then trigger a reboot of the entire device to set all sw processes back to a controlled state. During a reboot sequence the airway pressure will be released to ambient and, the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and, the device resumes ventilation with previous settings. It is not known when the last battery exchange was performed. As pointed out in the instructions for use, the internal battery shall be regularly checked and replaced every two years at standard operation conditions. Further, the user shall check the availability of the internal battery prior to each use cycle. An overaged or otherwise damaged battery will clearly be identified with these checks and should prevent from putting the device into operation in this state. From the fact that the event nevertheless occurred dräger concluded that lack of maintenance and failure to follow manufacturer¿s instructions were contributing factors in the event. The hospital did not order a repair dispatch at dräger finally, actual device state is thus unknown.

Event description:
It was reported that the device suddenly shut itself off during a running ventilation episode. While the users were preparing manual ventilation with an ambu bag, ventilation was reportedly resumed by the device. The patient exhibited a minor temporary desaturation but it was confirmed that the event did not result in any consequences to health.